Event description:
It was reported that a trained physician attempted arteriotomy closure of the cfa, using the starclose device after a diagnostic procedure. Reportedly, the physician felt resistance and could not advance the thumb advancer. The device was removed with pressure. Upon removal, it was noted that the proximal vessel locator became unattached. Hemostasis was achieved with manual compression. There were no pt effects. No add'l info is available.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.